Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as incorrect dpa technique performed by the patient. Hospitalization, treatment, patient outcome and patient retraining on the proper aseptic technique. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.